Event description:
It was reported that the customer was unable to charge the pump. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.